Manufacturer narrative:
Conclusion: the device history record for the second valve and associated frame lot was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this e vent. A device history record for the first valve was not required as the event description did not indicate a potential manufacturing issue. The cine images were provided to medtronic for review. Per the medtronic image review report the following was noted: there were good valve loads confirmed for this event. The imaging provided confirmed there was calcium in the annulus. The first valve was deployed at 100% and dislodged out of the annulus. The imaging cannot confirm the implant position and paravalvular leak (pvl) assessment. The noted recaptures could not be confirmed on the imaging provided. The positioning of the second valve cannot confirm the actions mentioned in the event report regarding the second valve paddles being stuck in the attachments and not releasing due to under-expansion. The issue with trying to release the delivery catheter system (dcs) from the valve was not seen on the imaging provided. The imaging provided confirmed the second valve had dislodged from the annulus and severe pvl was noted on the angiogram. There was evidence that a non-medtronic valve was placed inside of the medtronic valve minimizing the pvl from the first valve. It was reported that the first valve dislodged into the aorta. Potential factors that can influence a dislodgement include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. Per the image review report, the valve was confirmed that dislodged, however a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Subsequently, a second valve was recaptured twice due to positioning difficulties. Upon release of the valve, the paddles were stuck in the attachments and could not be released due to frame under expansion. As mentioned above, the noted recaptures cannot be confirmed on the imaging provided. The positioning of the second valve cannot confirm the actions mentioned in the event report regarding the second valve paddles being stuck in the attachments and not releasing due to under-expansion. The issue with trying to release the dcs from the valve was not seen on the imaging provided. The imaging provided confirmed the second valve had dislodged from the annulus and severe pvl was noted on the angiogram. Potential factors that can influence a dislodgement include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. Per the image review report, the valve was confirmed that dislodged, however a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to suboptimal position of the valve after the valve dislodged. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: 06-jun-2020, UDI#: (B)(4). Product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with annulus diameter of 25.3 mm and a perimeter of 79, 8 mm, no pre-implant dilatation was done due to moderate calcification. The valve was released from the delivery catheter system (dcs) and dislodged into the aorta. Subsequently, a second transcatheter bioprosthetic valve was loaded and upon release of the valve, the paddles were stuck in the attachments and could not be released from the dcs due to frame under expansion. The frame under expansion was caused by the first valve and there was no issue with the dcs itself. The stiff guidewire was released and the dcs was opened 100%. Pushing and pulling the dcs did not release the valve. The valve was released following "jiggling" of the dcs. During the final release, the second valve dislodged to the supraanular position and the first valve moved between the ascending aorta and truncus. Moderate - severe paravalvular leak (pvl) was noted. It was reported that the valve was not released from the dcs properly due to under expansion of the valve. Subsequently, a non-medtronic transcatheter bioprosthetic valve was implanted in a deep position resulting in mild aortic regurgitation. No additional adverse patient effects were reported.